Event description:
It was reported that a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 2 months due to stenosis, regurgitation, and high gradient. A 26mm transcatheter valve was implanted successfully. Patient was discharged home on pod #3. As reported the physician did not allege malfunction of the surgical valve.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Stenosis and/or regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformance's, which most likely would be identified intraoperatively or early post implant. Based on the information received the cause of the high gradient remains indeterminable; however, patient factors and progression of underlying valvular disease likely impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of nine years, two months, due to high gradient. During follow-up appointment for chronic systolic congestive heart failure, chronic kidney disease on peritoneal dialysis, worsening short of breath, atrial fibrillation on long-term anticoagulation and rhythm control with amiodarone. Patient reported shortness of breath was getting worse. Patient to follow up for further testing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.